Event description:
Caller states the use by date on the aviva test strip vial label is 01/31/2011; manufacturer's batch record confirmed the actual use by date to be 01/31/2010. No adverse event reported. Requested return of product, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Pt was revised to address infection. Poly wear and osteolysis was discovered intraoperatively.